Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code e105. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: d8, d9,h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena were reproduced at the inspection by the repair department, it is presumed that e105 was displayed due to led unit failure, and [the light intensity of normal light (wli) does not meet the standard value] occurred. The root cause could not be identified. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.